Event description:
Pt was about to have chemo. Nurse was unable to flush the port and a CT scan revealed that the tubing had come apart and a piece had migrated to the heart. The piece was removed emergently via groin access. The rest of device was removed 9/20/99 in surgery. Pt experienced no symptoms prior to discovery of problem. She has had an implanted port before and has a new one now, manufactured by another co.